Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent, but was unable to cross the lesion. The stent delivery system was removed and the proximal end of the stent was found to have a flared strut. A 2.5x12mm voyager balloon was used to predilate and the procedure was then completed with another 2.5x12mm taxus stent. No patient complications occurred. Pt status is satisfactory.